Manufacturer narrative:
(B)(4): the customer reported the device failed to power up. The philips field service engineer localized the issue to a failed power supply. A replacement power supply was ordered to resolve the issue.

Event description:
The customer reported the device failed to power up.